Event description:
Healthcare professional reported left side "seroma, and capsular contracture baker grade IV" via "cytospin". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6(b), h6.

Event description:
Healthcare professional reported left side "seroma, and capsular contracture baker grade IV" via "cytospin". It was later reported the device was ruptured. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "seroma, grade IV capsular contracture" via "cytospin". Later healthcare professional reported "rupture " this record is for the "left" side. The device was explanted and replaced.